Event description:
It was reported that that the patient present routine in-clinic follow-up. Upon device interrogation, stored high ventricular rate episodes were observed. Further evaluation showed that reproducible over-sensed noise exhibited by the right ventricular lead. Programming interventions were made. The patient was stable.